Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ 3ml luer slip syringe with needle had a broken plunger. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd bawal received 1 photo from the customer facility for investigation. The photograph shows the evidence of presence of the damaged component (plunger broken) on 3ml emerald 23g syringe. The manufacturing lot details are not available. Due to unavailability of lot number retention samples inspection for defect damage component (plunger broken) could not be performed. Due to unavailability of lot number complaint history review could not be done for the defect. Due to unavailability of lot number DHR was not reviewed for the product test. The team reviewed the process controls of current running lot for assembly process and packaging process. All process controls are in place and in working condition. Also, in process inspection and quality check, no broken plunger samples had been found. It is possible the damage had occurred during transportation, storage or handling after dispatch of lot and before reaching the customer facility. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Due to unavailability of lot number further investigation could not be performed. The exact root cause is not identified.